Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of stroke could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Stroke has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the site received a call from the hospital which mentioned a patient seizure then muscle power down at the ward. A follow up brain computed tomography (CT) scan was performed to rule out an ischemic stroke. Labs were checked and showed international normalized ratio (inr) at 2.36. The site consulted with a neurological doctor for further evaluation, and it was noted that the patient was stable. It was additionally stated that the minor stroke was not directly related to the device. Because the patient was old and had suspected symptoms of a minor stroke last year, there was no diagnostic evidence at that time. From their own experience, the patient was inherently at high risk of stroke. The patient remained stable and conscious. The inr of the patients had been maintained at 2 to 3 since pump implantation, but the neurologist recommended that after a minor stroke, in order to avoid intracerebral hemorrhage, the dose of anticoagulant should be lowered first so that the patient's inr can be temporarily maintained at 1.8 for one to two weeks. The CT scan showed a focal hypodense change over the left frontal lobe, which may have been due to a recent ischemic infarction. There was no intracranial hemorrhage seen, and no presence of large vessel occlusion on a computed tomography angioplasty (cta).

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.